Event description:
It was reported that the patient had uncomfortable stimulation after implantation of the device and convulsions. Adjustments were made and the issues remained so the device was explanted in 2009. Leads remained within the patient currently. The patient did not report he was still having convulsions at this time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).